Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection (noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. However, the observations of loss of capture and dislodgment were not confirmed as no anomalies were noted at lead tip.

Event description:
It was reported that shortly after the initial implant this right atrial (ra) lead exhibited loss of capture (loc) and was found dislodged. A physician attempted to reposition the lead, but failed due to helix extension/retraction issues. As result, the lead was extracted and replaced with an alternate.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shortly after the initial implant this right atrial (ra) lead exhibited loss of capture (loc) and was found dislodged. A physician attempted to reposition the lead, but failed due to helix extension/retraction issues. As result, the lead was extracted and replaced with an alternate.